Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead experienced dislodgement causing loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was retracted. The lead body was found damaged. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. The lead passed testing, the lead tip and helix appears intact (inner coil/helix stretched likely at explant).

Event description:
Boston scientific received information from product investigation closure, and a supplemental report is being filed. It was reported that the right ventricular (rv) lead experienced dislodgement causing loss of capture. No additional adverse patient effects were reported.